Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room on (B)(6) 2018 due to high blood glucose with blood glucose of 600 mg/dl. The customer's other blood glucose is 196 mg/dl. The customer also mentioned other blood glucose values such as 209 mg/dl, 156 mg/dl, 415 mg/dl, 150 mg/dl to 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience the symptoms such as nausea due to high blood glucose value. Customer did not provide information about treatment. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.